Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose of 247 to 400 mg/dl. Customer has gone back to the trainer several times and small adjustments have been made. Customer stated he has been changing the sets every other day. Customer declined troubleshooting assistance. The device is not returning for analysis.